Event description:
The customer reported having low blood glucose of 93mg/dl, and she has been disconnected from the insulin pump for the past three weeks. Troubleshooting was performed, and the programming was correct. The customer stated that the insulin pump is delivering more insulin into her body than usual without her input. The caller believes that the insulin pump is malfunctioning and requested a replacement of the insulin pump. The customer mentioned that the device is cracked at the top right corner of the insulin pump, and it happened two years ago. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The insulin pump was received with crack case at top right corner near display window.